Event description:
It was reported, pt had pain at her implantable neurostimulator site, particularly more pain on the right side. Pt's legs felt swollen. Pt had an infection following implant in (B)(6) 2009. Pt had an MRI on (B)(6) 2010. Add'l info has been requested and will be made as f/u as it becomes available. Reference MFR report #3004209178201006740.

Manufacturer narrative:
(B)(4).